Manufacturer narrative:
Calibration and qc were acceptable. The customer did not provide any additional information for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. The initial result was 15.0 pg/ml. The repeat result was 10.1 pg/ml. The sample was repeated again with a result of 7.38 pg/ml. The repeat result from a different e801 module was 7 pg/ml. The results of 7.38 pg/ml and 7 pg/ml were believed to be correct.